Event description:
Reporter alleged the patient received the result of 520 mg/dl on the aviva system compared back to back within 10 minutes of a result of 200 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the patient received the result of 520 mg/dl on the reporter alleged the patient received the result of 520 mg/dl on the reporter alleged the patient received the result of 520 mg/dl on the aviva system compared back to back within 10 minutes of a result of 200 aviva system compared back to back within 10 minutes of a result of 200 aviva system compared back to back within 10 minutes of a result of 200 mg/dl obtained on a lab system. No actions were reported taken or mg/dl obtained on a lab system. No actions were reported taken or mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for treatment received. No adverse event reported. A request was made for treatment received. No adverse event reported. A request was made for the return of the affected product. The return of the affected product. The return of the affected product.